Event description:
It was reported the pt no longer had stimulation and had not used the scs system in 8 months. The ipg would not communicate with external devices. F/u identified the pt had a surgery 8 months ago which alleviated her pain, so she had stopped using the system. Recently, the pt reported she had been in an atv accident, and was wanting to use the scs system again. The pt was advised to contact the physician.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.